Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. A general reagent problem was not present, because the qc prior to the event was within range.

Event description:
There was an allegation of questionable elecsys troponin t hs results from the cobas e 801 analytical unit. The initial result was 10.4 ng/l the repeat results were 178 ng/l, 10.3 ng/l, 11.8 mg/l, 11.6 ng/l and 12.1 ng/l.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The calibration and qc were within specifications. The investigation is ongoing.